Event description:
Litigation papers allege pain and discomfort in his hip and groin area, limitation in his range of motion, difficulty in bending and other symptoms and other complications. Patient's revision operative report was received. Upon revision the cup was found to have no bone ingrowth, and corrosion was found around the stem. The sleeve and stem are being added to the complaint re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.